Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts compressed. Upper case and knobs are contaminated. One bail cover and ring cover are broken. Ring is bent, battery drawer has tool marks, and keyboard window is scratched.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.